Event description:
During a brain MRI, the patient had a telemetry box with leads and patches on her body. The next day, the patient complained of burning and a rash on her right hand and breast, with blistering, where the MRI injection was administered. This appears to be a dermal lesion or burn from the telemetry.